Event description:
It was reported that after speaking with caregiver, device leaking and does not suction enough. She requests a transfer to customer service to find out if they can get a refund. The product was used 1 night and customer decided he does not want to mess with it anymore. Discussed some troubleshooting with caregiver, she says he is not willing to try it right now. No additional information provided. Used with male wicks. Product lot or serial number unavailable she was transferred to customer service line. Device is in a box on the shelf. No troubleshooting was provided. (Prepping and placement tips shared).

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The reported event is addressed within the labeling as it state: it is important that the port connections be connected correctly, and the lid pressed down securely for proper operation of the purewick¿ portable collection system. Incorrect or inadequately secured connections can result in loss of suction. System setup: assemble the canister. The canister will arrive pre-assembled in the system base. 2. Remove any items stored inside the canister. 3. Place the lid on the canister. Press down firmly, making sure it is sealed. 4. If you need to remove the canister, lift canister handle to unlock canister from system base. 5. To place the canister for use, set it into the system base and fold down handle to lock canister in place. Connect tubing: 6. Firmly press the pump tubing (shorter tubing) onto the connector port of the system base. 7. Firmly press the small blue connector of the pump tubing (shorter tubing) onto its port on the canister lid. 8. Attach the ring of the pour spout cap around the base of the pour spout. Orient the pour spout cap away from the canister handle so it does not interfere. 9. Firmly press the large blue connector of the collector tubing (longer tubing) onto the pour spout. Point collector tubing away from canister lid. This ensures a secure connection. Position the system: the system should always be upright and level for proper function. If the system is tilted excessively or placed on its side, the pump will turn off. If using next to bed or chair: 10. Place the purewick¿ portable collection system next to the bed or chair where it will be used. For best suction, place the system on the floor or as low as possible. Charge system before initial use: the system may need to be charged before using it for the first time. The system can be used while charging. 1. Plug the barrel connector of the a/c power adapter into the device charging port on the side of the system. Plug the power adapter into an a/c power outlet. Troubleshooting: the system is on but is not suctioning properly. 1. Make sure the tubing connections are connected properly. Refer to the instructions in section b. System setup. 2. Check collector tubing for blockage or flow restriction such as pinched or kinked tubing. 3. Make sure overflow stop valve in collection canister lid is open. The valve floats to the top when the collection canister is full. The stop valve may close if the lid or canister is tipped sideways or upside down. Disconnect tubing and gently shake the lid to reset the valve down to the open position. If this component becomes detached, snap it back into the bottom of the lid. 4. Make sure collection canister is sealed with the lid tightly closed. Refer to the instructions in section b. System setup. 5. Verify suction by disconnecting the collector tubing from the external catheter and placing the end of the collector tubing into a cup of water. If water easily flows into the collection canister, replace the purewick¿ external catheter. 6. Make sure canister and tubing are not cracked. Canister and tubing should be replaced every 90 days. 7. Make sure the purewick¿ external catheter is still in the proper position and connected to the collector tubing. For users of the purewick¿ male external catheter, ensure the wicking material lays flat and is not bunched inside the pouch. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The initial reporter's zip code: (B)(6). The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after speaking with caregiver she requests a transfer to customer service to find out if they can get a refund. The product was used x1 night and customer decided he does not want to mess with it anymore. I discussed some troubleshooting with caregiver, she says he is not willing to try it right now. She is transferred to customer service line. Product lot or serial number: unavailable; device is in a box on the shelf. Description of the issue by the customer: leaking and does not suction enough. Used with male wicks. No additional information provided. No troubleshooting was provided. (Prepping and placement tips shared).